Manufacturer narrative:
The reagent lot number is 88913501 with an expiration date of 30-sep-2026. The field service representative found the cause of the issue was the degradation of the rinse mechanism tubing and assembly. He replaced the rinse mechanism tubing, needle holder, spring, needle, and the sample probe. He performed a successful precision check. Calibration and qc were successfully performed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 51 mg/dl, and the repeated result was 92 mg/dl. The repeated result was obtained on another module and was believed to be correct. The sample was repeated due to failing the delta check in the customer's system.